Event description:
A nurse at the user facility reports an intraocular lens was delivered upside down through the cartridge of the delivery system. There was a small hole in the capsule and during manipulation of the lens, the hole became larger. It was necessary to remove and replace the lens. Additional info has been requested.